Event description:
Clinic notes dated (B)(6) 2014 indicate that patient experienced seizures daily - drop attacks and gtcs that last less than a minute. It was noted that the seizures are an increase compared to the 3-4 seizures per week, the patient was experiencing. It is unknown whether or not the seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.